Manufacturer narrative:
H3 other text : device not yet returned to manufacturer

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges black particles, spots on patient's lungs and worrying that he suffers from cancer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported the country of occurrence as us whereas it should have been hong kong. The reporter country has been corrected in the current report.

Manufacturer narrative:
The device was returned to a third-party service center. The technician confirmed there was no foam particles in the air path during the device evaluation. The device was scrapped. In this report, box d, g, h has been updated/corrected.